Event description:
Per the clinic, the patient experienced chronic pain at implant site (specific date not reported). The device was explanted on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on november 09, 2022.